Event description:
It was reported that the atrial lead dislodged. The patient had "twiddler's syndrome" and had pulled the lead completely out of the heart. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.